Event description:
It was reported that the patient had a pericardial effusion related to the right ventricular (rv) lead and the right atrial (ra) leads. The ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.